Event description:
Customer reported a shower switch did not function. Patient pulled the switch and it did not annunciate at master station and dome light did not function. No adverse outcome to patient. Service representative duplicated the reported condition.